Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion site multiple times. The customer's blood glucose (bg) level was over 400 mg/dl and was currently in the 300's mg/dl. The customer changed all of the supplies on the pump and a bolus was delivered via the pump to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.